Manufacturer narrative:
The customer's reported complaint of the airtrap sensor is not functional was confirmed during functional test. The root cause of the failure was due to a defective cable and once replaced, the airtrap sensor issue was able to be cleared. During functional testing the sensor block, connection cable and lowerboard was inspected and determined that a failing cable was the root cause of the issue. The defective cable was replaced to remedy the problem. The final functional test was performed after replacing the defective cable and system passed all test and did not duplicate any of the airtrap sensor issue. The review of archive data and event log files showed no irregularities. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard s/n (B)(4).

Event description:
It was reported that during training , the airtrap sensor on the thermogard console was not functional. However the console still runs while the airtrap was removed. No patient involvement was reported.